Event description:
In 2007 l4-l5 posterolateral fusion was done with expedium system. About four months after the surgery, the pt started to feel a pain on the right hip. It was found through x-ray picture that the set screw used for l4 had loosened and came out from the screw head. According to x-ray pictures 2 and 3 months after the surgery no problem was noted. Another surgery is under consideration.

Manufacturer narrative:
The device history records (DHR) for the setscrews and polyaxial screws found no mfg discrepancies. The items were made to specification. Hardware was not returned for eval. If the items are returned in the future, an eval shall be completed. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.